Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced clotting. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: for more than 1 month customer has observed that both hematology counters and coagulometers that pierce the rubber from stoppers of tubes containing the samples to be analyzed, instead of going through them, in some cases produce a punching effect (coring). It causes the clogging of piercing needles and the sampling needles as well, causing the immediate stoppage of the equipment and the continuous call for technical service, so as well causes a delay caused by solving this problem. The event frequency is daily.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 4 photos in support of this complaint. The photos were evaluated and revealed and the customer's indicated failure mode of coring was observed. Additionally, 10 production lot in-house retention tubes samples were functionally tested and the issue of coring was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, was not able to be duplicated in the retention samples. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced clotting. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: for more than 1 month customer has observed that both hematology counters and coagulometers that pierce the rubber from stoppers of tubes containing the samples to be analyzed, instead of going through them, in some cases produce a punching effect (coring). It causes the clogging of piercing needles and the sampling needles as well, causing the immediate stoppage of the equipment and the continuous call for technical service, so as well causes a delay caused by solving this problem. The event frequency is daily.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 4 photos in support of this complaint. The photos were evaluated and revealed and the customer's indicated failure mode of coring was observed. Additionally, 10 production lot in-house retention tubes samples were functionally tested and the issue of coring was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, was not able to be duplicated in the retention samples. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.